Event description:
The dentist reported that he has had a rash of crowns of post and cores that have become decemented using principle. Restorations that have been in for a year to a year and a half have started to come out. One crown post and core was extracted.